Manufacturer narrative:
Additional information was provided in section b5 describe event or problem the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve. We have determined that the air embolism, st segment elevation and hypotension are a known inherent risk of use of this device.

Event description:
It was reported that air embolism was suspected due to air in the faradrive steerable sheath. During a procedure to treat paroxysmal atrial fibrillation, the faradrive sheath was inserted into the left atrium, and the dilator and guidewire were retracted. The sheath was aspirated, and no air was detected. The farawave catheter was then inserted into the sheath until the clear shaft, and the sheath was aspirated again. This time, continuous air was observed in the flushing line of the sheath and the syringe. At this point, the patient exhibited st elevation on the ECG, indicating a suspected air embolism in the coronary arteries. The patient was stabilized with medication to maintain blood pressure. The farawave catheter was removed from the sheath, and the sheath was aspirated again without any insertion, showing no air. Once the patient was stable, the sheath was replaced with a new one, and the procedure was completed successfully. The patient is expected to fully recover. The sheath was received for analysis. It was further reported that there was air seen in the flush line of the sheath and aspirating syringe. No air was seen inside the patient, but immediate st elevation was seen on ECG. Air embolism was confirmed with st segment elevation on the 12-lead ECG and response to medication afterwards. There were no difficulties with transseptal puncture. First, the dilator and sheath were moved over the wire to the left atrium. Once in place, the dilator was slowly removed and exchanged the wire from the sheath. Next, the farawave catheter was inserted through the valve, ensuring continuous air ingress in the flush line of the sheath and aspirating syringe. The farawave catheter was removed from the sheath. The exchange wire was inserted through the valve and wire in the vein in the left atrium, allowing the sheath to be removed without losing left atrial access. Finally, they insert a new sheath over the wire into the left atrium. After the case, the transesophageal echo (tee) was checked to rule out possible tamponades. It was further reported that the st elevation was first seen on lead I, ii and v1, but confirmed on full 12 lead ECG. The patient has no permanent damage and is fully recovered from the complication.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air embolism was suspected due to air in the faradrive steerable sheath. During a procedure to treat paroxysmal atrial fibrillation, the faradrive sheath was inserted into the left atrium, and the dilator and guidewire were retracted. The sheath was aspirated, and no air was detected. The farawave catheter was then inserted into the sheath until the clear shaft, and the sheath was aspirated again. This time, continuous air was observed in the flushing line of the sheath and the syringe. At this point, the patient exhibited st elevation on the ECG, indicating a suspected air embolism in the coronary arteries. The patient was stabilized with medication to maintain blood pressure. The farawave catheter was removed from the sheath, and the sheath was aspirated again without any insertion, showing no air. Once the patient was stable, the sheath was replaced with a new one, and the procedure was completed successfully. The patient is expected to fully recover. The sheath is expected to return for analysis. It was further reported that there was air seen in the flush line of the sheath and aspirating syringe. No air was seen inside the patient, but immediate st elevation was seen on ECG. Air embolism was confirmed with st segment elevation on the 12-lead ECG and response to medication afterwards. There were no difficulties with transseptal puncture. First, the dilator and sheath were moved over the wire to the left atrium. Once in place, the dilator was slowly removed and exchanged the wire from the sheath. Next, the farawave catheter was inserted through the valve, ensuring continuous air ingress in the flush line of the sheath and aspirating syringe. The farawave catheter was removed from the sheath. The exchange wire was inserted through the valve and wire in the vein in the left atrium, allowing the sheath to be removed without losing left atrial access. Finally, they insert a new sheath over the wire into the left atrium. After the case, the transesophageal echo (tee) was checked to rule out possible tamponades.